Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a continuous pca infusion was programmed to infuse within 4 hours however the infusion completed in 3 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Review of the pcu event log shows that on (B)(6) 2018 at 12:33 pm, morphine 30mg/30ml was programmed for pca only, dose 2mg, lockout interval 8 minutes, and max limit 30mg/4hr. The syringe volume detected was 28.2256ml. Fourteen pca dose requests were delivered successfully between 12:33pm and 3:21pm (2hrs 48mins). The total volume infused at 2mg per pca request was 28ml. Based on the programming parameters with an 8 minute lockout interval, the pca dose set at 2mg and the 30mg four hour max limit, the patient was able to request 14 doses (total 28mls) in less than 3 hours. The max dose (30mg) and time limit (4hrs) were not reached; since the syringe only contained approximately 28ml, it emptied before the max limit could be reached. With the lockout interval set at 8 minutes, the pca dose was available to request 7 times every hour (14ml/hr). Functional testing resulted in the device operating within specification. The root cause for the customer¿s report of a pca over infusion was not identified, as the volume delivered was within the intended parameters.

Event description:
The customer reported that the pca dose was 2mg and the 4 hour limit was 30 mg.

Event description:
The customer reported that a pca containing 30ml of morphine (30mg) was programmed with a lockout of 8 minutes, no loading dose and a 4 hour limit was noted to be empty after 3 hours.